Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not establish a telemetry session with two different programmers prior to implant. There was no patient involvement.

Manufacturer narrative:
Product analysis summary: visual examination of the connector noted no anomalies. The battery depletion was due to a leaky ceramic capacitor. Physical analysis of the capacitor showed that a crack, transecting the internal electrodes, contained silver, indicating migration from the silver-palladium electrode. The conductive path created by the crack and subsequent silver migration caused the high current drain condition. If information is provided in the future, a supplemental report will be issued.